Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment.   Device manufacture date monitor: 06/27/2018 belt: 10/20/2017.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. The patient was not wearing the lifevest at the time of passing. Review of the download data, indicates the patient received an appropriate shock during ventricular tachycardia (vt) and two additional inappropriate shocks in response to oversensing of low amplitude cardiac signal and CPR artifact. The device detected vt at 180 bpm at 12:43:02am on (B)(6) 2019. Gel was released at 12:44:00am. The patient received an appropriate shock at 12:44:12am when the patient's rhythm was vt at 180 bpm. The post shock rhythm was idioventricular rhythm at 30 bpm with pvcs. The device detected bradycardia at 12:44:50am and detected it to be a non-treatable rhythm at 12:44:52am. From 12:50:56am to 12:56:33am, asystole was detected four times in an idioventricular rhythm, at 30 bpm slowing to an idioventricular rhythm at 10 bpm. The patient was in asystole from 12:56:35am until 1:13:57am. Asystole with CPR artifact was detected at 1:31:57am. Two inappropriate treatments were delivered at 1:32:26am and 1:32:53am when the patient's rhythm was asystole with CPR artifact. The patients post shock rhythm for both inappropriate treatments was asystole with CPR artifact. A non-treatable rhythm was detected at 1:33:17am. An arrythmia was detected two times from 1:34:17 am to 1:37:25am while the patient's rhythm was asystole with CPR artifact. The patient was in asystole with CPR artifact at the time of the device shutdown at 01:38:22 on (B)(6) 2019. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2019 at approximately 02:58 am.